Manufacturer narrative:
(B)(4). Event evaluation: still under investigation.

Event description:
During initial aaa procedure on an (B)(6) female pt on (B)(6) 2010, the black trigger wire would not release. When the physician pulled the wire, the entire device kicked back and dropped back into the sac. He could not advance or move the device at all. The physician was successfully walked through the proper steps for releasing the trigger wire safely. He was able to reposition the device, with a lot of difficulty. He had a very hard time getting the top cap off. With a lot of force, it finally deployed the barbs. The case was continued according to the instructions for use (IFU). Final angiogram showed proper placement. Pt is doing ok.